Event description:
The customer reported the duodenovideoscope had reduced angles in all directions, the up/down and right/left knobs had play, the forceps elevator wire had play in the up/down direction, and the connecting tube had kinks. The customer reported these issues were found during preparation. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the forceps elevator and the inside of the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During functional testing, the reported bending angle issue was confirmed; the angle for the up direction did not meet with specifications due to a stretched angle wire. Visual examination confirmed the connecting tube was wrinkled. The reported angulation control knob issue and forceps raiser issue were not confirmed. However, the forceps raising angle did not meet with specifications due to a damaged forceps elevator wire. Functional testing found both directional knobs had excess play due to a stretched angle wire. The device failed leak testing due to deformation at the electrical connector. Testing showed the relayed image had black dots due to damage to the charge coupled device. Visual examination found the following issues: the objective lens was scratched; the connector cover was dented; the bending section cover adhesive was detached; the insertion tube was pinched; the suction cylinder showed scrapes on the inside, likely caused by a cleaning brush; the universal cord was scratched; the switch box was scratched; and the image guide protector was cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The foreign material adhered to the forceps elevator could not be specified, the foreign material was likely not removed since reprocessing could not be conducted properly due to the leak from the electrical connector. The foreign material inside the light guide lens could not be specified and was not removed during reprocessing since it was not adhered to an outer surface of the scope. Humidity likely invaded the light guide lens, which led to corrosion by applied physical stress to the distal end such as hitting/dropping and/or the light guide lens adhesive peeled off by chemical stress such as chemical solutions. Although the foreign material in the scope was confirmed through evaluation; definitive root causes could not be identified. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being filed to provide additional information provided by customer. The customer reported the device was reprocessed as per training and IFU with no soaking and could not confirm whether the accessories had abnormalities.